Event description:
It was reported during an apheresis for phototherapy treatment during the procedure it was noticed that there was excess blood in the centrifuge, however, no alarm was displayed on the machine. The tubing was checked and it showed microtears on 2 sections of the tubing. Per the customer, the set was installed properly and passed initial safety checks with no concerns. The physician was informed and the decision was made to stop the procedure and collect a complete blood count. Blood could not be returned to the patient due to being possibly contaminated. The customer reported unexpected or prolonged care but no details were provided about what the care entailed. There was no serious harm reported. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.